Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized due to an unspecified event for the past two months. The reporter (the patient¿s wife) stated that the pod were not providing enough control of the patients blood glucose levels and that they planned to discontinue use of the pod once the patient is discharged from hospital. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. No further information was provided.